Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient is in rehab with a do-not-resuscitate (dnr) order. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.